Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x20 non-bsc balloon catheter, a 3.00 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the strut of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first proximal strut row which is flared, and the first three distal strut rows which are bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and damage was noted with the proximal balloon cone in a relaxed state which is evident that it was subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x20 non-bsc balloon catheter, a 3.00 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the strut of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.